Manufacturer narrative:
Patient information not available for reporting. Unknown when device malfunctioned. This report is for an unknown broken impactor or the extraction screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Facility address is not available for reporting. The (510k): unknown, as specific part and lot numbers for broken impactor or the extraction screw is not provided. Without a lot number, the device history record review could not be requested. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported surgeon was implanting the proximal femoral nail antirotation (pfna) ii system on unknown date. Surgeon was not able to lock the pfna blade due to lack of compression. Surgery was completed successfully with a delay of approximately 45 minutes and no harm to patient. During manufacturer¿s preliminary analysis of the returned devices it was observed that a broken off bit is stuck in the blade. This report is for one (1) unknown broken impactor or the extraction screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complete impactor was not returned for investigation. There is only the broken tip in the blade visible. No part- and lot number known and impossible to remove the fragment from the blade. Therefore, no investigation is possible. According to the visible signs at the blade we have to assume that excessive mechanical load was applied what finally caused the breakage of the impactor. As the broken fragment is located deep in the sleeve of the blade, we have to assume that the impactor was turned clockwise until to the stop and over this, it was broken as result of misuse. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.